Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6)2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) was seeing the catheter revision warning messages when updating pump for the first refill after pump was revised in (B)(6) 2024. They stated pump was flipping so pocket was revised and catheter untwisted. The hcp was also seeing warning for bolus. They did not know what workflow was selected as a colleague did that when they read the pump. The manufacturer's technical services specialist (tss) reviewed certain workflows would trigger those warnings as it would assume the catheter length might have been changed and a prime might need to be done.